Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer had been experiencing low blood glucose with blood glucose of 20 mg/dl at the time of one of the incidents. The customer used food to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller was going to call back. The insulin pump will not be returned for analysis.